Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product found lens haptic is torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the same work order. (B)(4).

Event description:
The reporter stated the surgeon implanted a micl 12.6mm implantable collamer lens in pt's right eye on (B)(6)2010. The lens was removed on (B)(6)2010 due to high vault and narrowing of the angle. There was no pressure spike. The patient complaint of headaches, pain and was sensitive to bright lights. Lens was removed with no patient injury. The lens was exchanged for a shorter model. See MFR # 2023826-2010-00906 for the left eye.